Manufacturer narrative:
H10: of the reported two malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90156. H10: of the remaining one malfunction, lot number was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was provided and reviewed. Therefore, the investigation is inconclusive for the reported occlusion. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced obstruction of flow. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 81 years old male patients weight was not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced obstruction within the device. This information was received from various sources. Both malfunctions involved patients with no reported consequences. Both patients were reported to be male. One patient was reported as 81-years-old, all other patient information was not reported.

Manufacturer narrative:
H10: the devices for the two malfunctions were not returned; however medical records were provided. Of the two malfunctions, both of the investigation were inconclusive for occlusion as no objective evidence has been provided to confirm any alleged deficiency with the filter. Of the two devices, one device product catalog number was updated to dl900j. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices for the two malfunctions were not returned; however medical records were provided. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced obstruction within the device. This information was received from various sources. Both malfunctions involved patients with no reported consequences. Both patients were reported to be male. One patient was reported as (B)(6)-years-old, all other patient information was not reported.